Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 567 mg/dl. Cause of high bg was due to not having a continuous glucose monitoring session on the pump at the time of the event as well as being unable to deliver a bolus due to an unknown issue. A correction bolus was attempted to be delivered to address bg; however, the bolus could not be delivered. The customer was hospitalized and treated with intravenous saline, saline fluids, and a manual injection. The customer was released from the hospital on (B)(6) 2021 with the issue resolved and no permanent damage. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.